Event description:
Based on add'l info received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as seriousness criteria (required intervention) was added for the events of inflammation at the sire of injections and intense pain at the site of injection. This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case is cross referred to (B)(4) (cluster case). This case concerns a male pt of unk age who developed inflammation at the site of injection and intense pain at the site of injection while receiving treatment with synvisc. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date (in the last 8 weeks), the pt commenced treatment with synvisc injection, at a dose of 2 ml (route, frequency, indication, batch/lot number and expiration date: not reported) into shoulder (off-label use). Later after unk latency, the pt experienced severe reactions after the second injection of synvisc. On an unk date in 2014, the pt developed intense pain and inflammation at the site of injection which developed 24 to 36 hours after the second 2 ml injection of synvisc. The pt required joint washout. The investigation revealed that the pt had no infection.

Manufacturer narrative:
Action taken: unk. Corrective treatment: joint washout for both events. Outcome: unk for both the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for spec conformance prior to release. Any out of spec results was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Add'l info was received on (B)(6) 2014. This case initially considered as non-serious was upgraded to serious as seriousness criteria (required intervention) was added for the events of inflammation at the site of injection and intense pain at the site of injection. The event of "pt required joint wash out" was deleted. The event of "synvisc administered into shoulder" was updated as symptom of event of "inflammation at the site of injection". Ptc results were added. Text amended accordingly.